Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels of 486-553 mg/dl; cause unknown. Bg was addressed with a supply change. System check with tandem technical support indicated that pump was operating as expected. Reportedly, the customer uses apidra insulin. Customer was educated regarding labeling instructions.